Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant check belt messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire in the trunk cable and in the cable connecting the distribution node (dn) and front te, between the dn and ECG electrode b. The cause of the constant check belt messages is the open pulse wires. The root cause of the open wires is excessive force placed on the cables. No adverse event resulted from the broken wires.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant 'check belt' messages.